Event description:
On (B)(6) 2012, the patient contacted animas alleging a high blood glucose (bg) excursion. The patient reported having high bgs ranging from 300mg/dl to hi (bg >600 mg/dl) starting that past weekend. The patient denied developing symptoms suggestive of hyperglycemia and denied testing for ketones. At the time of the call, the patient reported her current bg was 386 mg/dl. The patient informed customer support that she administered correction bolus via the pump and syringe. At the time of troubleshooting, the patient claimed she had changed site/set/cartridge daily; however, bgs did not improve. The patient confirmed the pump was set to the correct date and time; however, she did not know what her settings should be. She informed customer support that her md programmed all pump settings and believed they were correct. There were no associated alarms in pump's history. It was noted that bolus history was accurate and total daily delivery (tdd) was also accurate. After reviewing the pump animas customer support advised the patient that there was nothing to indicate a mechanical delivery problem with the pump or issue with site/set. At the time of the call, the patient requested assistance with making setting changes until she could reach her md. Customer support informed the patient that changes to pump settings had to be made by md. Customer support also noted that the patient reported that her thyroid had been removed and they were still adjusting thyroid medications. The patient also reported having an increase in appetite. Although review of the pump did not reveal a defect in the device, this complaint is being reported because, the patient reportedly obtained a bg greater than 500 mg/dl while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.